Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated a couple of weeks ago, they had shocks going down their legs that felt like touching an electric fence. Patient confirmed no falls or trauma to implant, and stated they did not make any therapy changes or adjustments. Agent redirected patient to healthcare provider to further address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) stated they've been decreasing stimulation by 3 increments at a time on group c as they were told, but they still feel like they're touching an electric fence in their right groin area. Pt stated they were told it may take 3 days to feel the change and asked if this was true. Pt stated it's been going on for months and months and months and months and now it is occurring daily. Pt stated if they lift their right knee up, the feeling is so bad that they need to put ice on the area to try to calm it down.

Event description:
Manufacturer representative (rep) called in to state that they re-programmed this patient's therapy, as this was occurring when laying down. This has resolved the issue, as the patient was instructed to turn therapy off or down when laying down. Additional information was received from patient who reported the shocking sensation from their implant was when they are laying down. They do not know the cause and their manufacturer representative (rep) reset their controller. They stated the rep is going to call the company and they believe it is an issue with the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.